Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. The device was returned to the engineering department with an unsigned note indicating continuous error 44-1. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device displayed e44-1 (audio buzzer signal out of range) and intermittently alarmed in the low volume setting. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.